Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette compartment of their cycler after ending their pd treatment. The patient care technician (pct) reported receiving an air detected in cassette alarm during fill 3 of treatment twice. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The tubing set and supplies have been discarded. The pct was advised to power on cycler and start a treatment. The cycler advanced to step 1 of setup without issue or alarms. Technical support advised the cycler is available for continued use. Upon follow up, the pct confirmed the reported event. The pct stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pct stated that the patient is currently being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using a different cycler in the absence of the original cycler. The pct confirmed that the original cycler has not been used since the reported event. The pct confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette compartment of their cycler after ending their pd treatment. The patient care technician (pct) reported receiving an air detected in cassette alarm during fill 3 of treatment twice. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The tubing set and supplies have been discarded. The pct was advised to power on cycler and start a treatment. The cycler advanced to step 1 of setup without issue or alarms. Technical support advised the cycler is available for continued use. Upon follow up, the pct confirmed the reported event. The pct stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pct stated that the patient is currently being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using a different cycler in the absence of the original cycler. The pct confirmed that the original cycler has not been used since the reported event. The pct confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.